Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a disconnected rear response button cable. Additionally, the c19 capacitor on the defibrillator pca. Both pad were lifted off the board, causing the faults. The root cause for the disconnected cable could not be positively identified. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.